Event description:
Ctcae event term: grade 3 general disorders and administration site conditions: pain. An (B)(6) male participant underwent infrared coagulation (irc) treatment of anal high grade squamous intraepithelial neoplasia (hsil) on (B)(6) 2019. He called the office on (B)(6) 2019 to report rectal pain. Ibuprofen 800 mg was prescribed. Participant reported that pain worsened and he went to the ER on (B)(6) 2019. He was admitted for treatment and released on (B)(6) 2019. The participant was evaluated for infection by lab cultures and CT; no infection was confirmed but he received prophylactic antibiotics. The ae improved to grade 1 pain as of (B)(6) 2019. FDA safety report ID # (B)(4).